Event description:
It was reported that the pulse generator exhibited myopotential oversensing. The noise was reproducible in clinic with isometrics. Programming change was made to address the issue. The patient was stable, and would be monitored with routine follow-up.